Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump received with broken battery tube threads. (B)(4)

Event description:
The customer reported via phone call that the insulin pump was broken at the battery compartment. The customer's blood glucose was unknown at the time of incident. The customer reported that the battery would not go all the way. The insulin pump was returned for analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is september 24, 2018.